Manufacturer narrative:
A ge representative evaluated the system and determined a circuit board needed to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system shut down. No patient injury was reported.